Manufacturer narrative:
Technical evaluation: there were sharp kinks and flat spots in the catheters. Conclusion: both devices were kinked when attempting to remove them from their packaging hoops. If the device is pulled in one full motion, it may get stuck to the hoop opening causing the kink. This event occurs when the device and the hoop opening are not linear or if the loop opening is held at an angle when the device is removed. This same failure mode was duplicated using 032 catheters and the same kinks were produced. This type of failure has also been seen in previous incidents where the incident was not flushed enough upon removal, causing the device to flatten at the tip. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part #0854 (lot # l12691). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l12691) indicated that 100% inspection of the devices resulted in (B)(4) rejects post hub molding and (B)(4) visual rejects post coating. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.

Event description:
The catheters were getting stuck on the packaging material and kinking when taking them out of the packaging hoop.